Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pacing impedance. It was further reported that upon isometric maneuvering changes in the impedance were observed. The pocket was opened and it was found that the rv lead was lose in the header of the implantable cardioverter defibrillator (ICD). The device and lead were reconnected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pacing impedance. It was further reported that upon isometric maneuvering changes in the impedance were observed. The pocket was opened and it was found that the rv lead was lose in the header of the implantable cardioverter defibrillator (ICD). The device and lead were reconnected. No patient complications have been reported as a result of this event.